Event description:
It was reported that a malfunction alarm occurred with a malfunction code malf 12. There was no adverse impact to the customer¿s blood glucose level. Technical support assisted the caller with resetting the pump, and the customer was advised to continue using the pump while being instructed to call back if the malfunction code recurred. The caller acknowledged and understood the instructions.